Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had complaints of recurrent low voltage alarms and was clinically doing well. Log file review captured some intermittent indications of a weak connection between batteries and clips causing power cable disconnect events and a no external power / low power hazard. The patient received new clips and batteries and had also been cleaning them regularly. The controller was exchanged on (B)(6) 2021 as sometimes the controller pins become damaged and don't make good contact with the clips. There were no further alarms reported since controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including, no external power and power cable disconnect alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported events of power cable disconnect alarms and a no external power alarm were confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 10 days ((B)(6) 2021 per timestamp). Intermittent atypical power cable disconnect alarms were active throughout the duration of the log file. These alarms were not associated with a power source exchange and activated due to power cable faults on the black and white power cables. The power cable disconnect alarm activated with these events as well and occurred while the controller was connected to battery power. The alarms cleared shortly after activating. Pump operation was not affected. An atypical no external power alarm was active on (B)(6) 2021 at 01:09:02 even though the rsoc voltage for the black power cable measured 4.1v, indicating that it was connected to a charged 14v battery. The alarm cleared shortly after activating. The backup battery supported the system during the no external power event. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding product return. To date, no response has been received. A root cause for the reported events was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.